Manufacturer narrative:
The field service engineer (fse)¿s visual review of the system showed the footswitch was bent and not working properly. Philips conducted its investigation based on information received. Based on available information, the cause could be related to the use of anti-fatigue mats under the footswitches since the footswitch was designed to be used on a solid surface. After replacing the footswitch, the reported problem with the system was solved. Philips is working on adding a metal plate under the footswitch to prevent bending

Event description:
The customer reported to philips that they had a foot switch error mid-procedure. They noticed the cine pedal was bent and tried to bend it back. They were able to finish the procedure and the involved patient was not harmed.